Event description:
It was reported that the device had reached battery depletion prematurely. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.